Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable burned in two near the end that connected to the generator. Another cable was substituted immediately to complete the case. No injuries were reported.